Manufacturer narrative:
Sections: expiration date, UDI are all unknown as they were not provided nor could be answered by the dental office. Further information for this event was not provided. Multiple attempts were made to contact the reporter for additional details, without any success. Should additional information pertinent to this event become available, a follow-up report will be submitted.

Event description:
It was reported that an unknown model screw broke inside of an abutment while the doctor was torqueing it down during a procedure. The torque value was not received, however it was mentioned that it was less than the value the manufacture instructs. The reporter stated that the placed implant had to be removed with the broken screw and replaced with a new implant. Dated of events were not provided.

Manufacturer narrative:
The device was discarded and was not available for evaluation. Follow-ups attempts were made to ask for product information; however, the office refused to provide additional information on the event and product. Without product's information, DHR and stock product review could not be performed. Based on the database review, this is the only complaint was received for broken/fractured screw. This event will continue to be tracked and trended.